Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse tried to initiate therapy, but arctic sun device keeps showing 0 flow. Mis had nurse stop therapy, drain pads, disconnect, and reconnect holding nowhere near clear connectors. Mis verified audible clicks with each connection. Started therapy. Device would prime and stop at 0 lpm water flow rate. Device alerted 02 low flow. System diagnostics: outlet monitor temperature (t1) was 16.5c, outlet control temperature (t2) was 16.3c, inlet temperature (t3) was 17.3c, chiller temperature (t4) was 9.9c, water flow rate was 0 lpm, inlet pressure was -5.6 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater was 0, system hours was 3610.2, pump hours was 3234.4. Mis advised to send device to biomed labeled 02 low flow and encouraged them to swap out device for another to continue therapy. Second call from biomed received 16feb2023, biomed need assisting trouble shooting device with alert 02 low flow. Tried to calibrate but kept getting error. Per wo update on 22feb2023, biomed had replaced the flowmeter and now the device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature), not cooling. Biomed requested a quote for 2000-hour service and a loaner. Per sample evaluation results received on 21mar2022, it was reported that the root cause of the reported issue was due to a failed flow meter. It was stated that the l-tube was found expanded. It was noted that the l-tube and flow meter were replaced.

Event description:
It was reported that the nurse tried to initiate therapy, but arctic sun device keeps showing 0 flow. Mis had nurse stop therapy, drain pads, disconnect, and reconnect holding nowhere near clear connectors. Mis verified audible clicks with each connection. Started therapy. Device would prime and stop at 0 lpm water flow rate. Device alerted 02 low flow. System diagnostics: outlet monitor temperature (t1) was 16.5c, outlet control temperature (t2) was 16.3c, inlet temperature (t3) was 17.3c, chiller temperature (t4) was 9.9c, water flow rate was 0 lpm, inlet pressure was -5.6 psi, circulation pump command was 100 percent, mixing pump command was 100 percent, heater was 0, system hours was 3610.2, pump hours was 3234.4. Mis advised to send device to biomed labeled 02 low flow and encouraged them to swap out device for another to continue therapy. Second call from biomed received (B)(6) 2023, biomed need assisting trouble shooting device with alert 02 low flow. Tried to calibrate but kept getting error. Per wo update on (B)(6) 2023, biomed had replaced the flowmeter and now the device was failing calibration for an error 80 (water check time out ¿ unable to reach calibration temperature), not cooling. Biomed requested a quote for 2000-hour service and a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.